Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the lead was undersensing and low r waves were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.